Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleges she had hyperglycemia because the device is not administering enough insulin. She went to the hospital for a couple of hours under observation, there is no information suggesting she received treatment. A request was made for the return of the device. No adverse event alleged.